Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Product was never received. Therefore, an ispection was unable to be completed.